Event description:
It was reported that this right atrial (ra) lead had dislodged. It was believe that this was related to twiddlers syndrome. Subsequently, the patient underwent a revision procedure, and this product was explanted and successfully replaced. No additional adverse patient effects were reported.